Event description:
Event was reported to caldera medical by an attorney. The patient has suffered recurring urinary and bladder infections, obstructed bladder, weight gain, weakness resulting from various medications, infections, stress urinary incontinence, and emotional distress. No further information has been provided.